Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The white knob on the delivery system (ds) did not retract the outer capsule and the ds was replaced with another ds. There was no patient injury due to this event. The patient was reported to be in stable condition. There were no difficulties prepping. There was a second tension pull due to the proximity of the valve to marker band. There was nothing abnormal throughout the whole prep process though and there were no issues inserting the delivery system or dilators. The only considerations were an ivc-to-tva offset of 11.9 mm, with no tortuosity noted. However, the en face view showed the ivc opening oriented toward the septum.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.